Manufacturer narrative:
The device was received fully deployed with the soft cannula and pink slide insert moved fully forward and not retracted. The needle mechanism was reset during investigation and redeployed as expected. No damages or defects were found with the needle mechanism that would cause the cannula to retract. The pod functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula retracted back into the pod. The patient's blood glucose (bg) values reached over 300 mg/dl. When asked about the pink slide moving forward on the device the patient stated they had bad eyesight and could not tell.